Event description:
The pt received the scs system on (B)(6) 2011. It has been reported the pt has not charged the system since the system has been implanted. It is noted the pt is without stimulation and is also unable to initiate communication with the ipg using both the pt programmer and the charging system. A replacement charging system and a replacement pt programmer did not resolve the issue. The pt is working with his physician to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.